Event description:
The customer reported approximately ten (10) milliliters of fluid dripped under the instrument involving the unicel dxh 800 coulter cellular analysis system. The customer was wearing gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not affected. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered fluid in the drip tray beneath the blood sampling valve (bsv). The fse also observed fluid in the drip tray on the sample access module (sam) beneath the bsv. The fse discovered the sample line from the first blood detector to the bsv had detached from the bsv and reattached the tubing to resolve the fluid leak issue and partial aspiration errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).